Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. After eri activation, the battery voltage temporarily recovered to a value above the eri threshold. This does not represent a battery malfunction but results in a displayed message during interrogation. Further, the analysis revealed that the device performed several resets on (B)(6) 2024. As a consequence, the device activated the safety back-up mode. The root cause of the resets could not be determined. However, it cannot be excluded that external influences such as strong electromagnetic fields, like electrocautery during explantation, contributed to the observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
This device was explanted due to eri and a battery error message appeared. Device went into backup mode during explant. No adverse patient events were reported. Should additional information become available, this file will be updated.